Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the hr alarm at 18:27 should have been a different arrhythmia alarm with a higher priority/alert level. A patient death was reported.

Manufacturer narrative:
Clinical audit logs and patient strips were provided by a philips remote service engineer (rse). A philips clinical product specialist (cps) reviewed the logs and strips. According to the cps, the red alarm sound was sounding at the pic from 17:07:20 and was still sounding when the asystole generated for this patient at 18:12. The active asystole alarm generated at 18:12:42 and was not acknowledged. Asystole does not end until 18:54:11 after the device is put into standby. A higher priority alarm was present and active at the time of the waveform in question at 18:27:38. As the asystole alarm at 18:12:42 was not acknowledged, the later vtach event at around 18:27 could not alarm because the asystole alarm was still active. Asystole is a higher priority alarm. Irregular hr and afib are outside the beat detection channel which is why these alarms were generated in addition to the asystole. The customer was provided with customer response letter.

Event description:
On july 05, 2022, it was reported to philips that on (B)(6) 2022, a patient expired. The patient was being monitored on a mx40 device, and the device detected an alarm as an irregular hr alarm.based on the investigation, philips healthcare has determined that the issue reported to is not consistent with a product malfunction.